Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The technical service representative (tsr) explained the alarm. There were no leaks reported. The home patient (hp) did not disconnect and the unused line was closed. The hp cycled power and the tsr assisted the hp to retrieve the cassette. The tsr advised the hp to let the nurse know the alarm occurred. Product surveillance contacted the care giver (cg) regarding the reported event. The cg explained there was nothing wrong with the setup that may have caused the alarm to occur. The cg advised that the patient was able to resume therapy successfully with new supplies. The cg did contact the peritoneal dialysis nurse to inform her that the alarm took place. Per the cg, the patient was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded but the lot number was provided, therefore no evaluation could be performed, but a batch review will be completed.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The root cause was undetermined. The batch review was performed on potentially associated lot numbers with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-(B)(4).